Event description:
The customer alleged discrepant creatinine plus ver. 2 (creatinine) results for 21 patient samples on the cobas c501 analyzer. The laboratory became aware of the issue when a physician questioned a high creatinine result on a patient who had had a normal creatinine the previous day. For patient 1 the initial creatinine result was 15.1 mg/dl; the repeat result was 1.5 mg/dl. For patient 2 the initial creatinine result was 13.5 mg/dl; the repeat result was 1.4 mg/dl. For patient 3 the initial creatinine result was 11.7 mg/dl; the repeat result was 1.2 mg/dl. For patient 4 the initial creatinine result was 5.3 mg/dl; the repeat result was 0.6 mg/dl. For patient 5 the initial creatinine result was 6.4 mg/dl; the repeat result was 0.7 mg/dl. For patient 6 the initial creatinine result was 6.5 mg/dl; the repeat result was 0.7 mg/dl. For patient 7 the initial creatinine result was 6.7 mg/dl; the repeat result was 0.7 mg/dl. For patient 8 the initial creatinine result was 18.5 mg/dl; the repeat result was 1.9 mg/dl. For patient 9 the initial creatinine result was 16.0 mg/dl; the repeat result was 1.7 mg/dl. For patient 10 the initial creatinine result was 6.8 mg/dl; the repeat result was 0.7 mg/dl. For patient 11 the initial creatinine result was 8.8 mg/dl; the repeat result was 0.9 mg/dl. For patient 12 the initial creatinine result was 5.6 mg/dl; the repeat result was 0.6 mg/dl. For patient 13 the initial creatinine result was 9.1 mg/dl; the repeat result was 0.9 mg/dl. For patient 14 the initial creatinine result was 54.4 mg/dl; the repeat result was 5.6 mg/dl. For patient 15 the initial creatinine result was 7.4 mg/dl; the repeat result was 0.8 mg/dl. For patient 16 the initial creatinine result was 11.7 mg/dl; the repeat result was 1.2 mg/dl. For patient 17 the initial creatinine result was 26.6 mg/dl; the repeat result was 2.7 mg/dl. For patient 18 the initial creatinine result was 16.9 mg/dl; the repeat result was 1.8 mg/dl. For patient 19 the initial creatinine result was 22.1 mg/dl; the repeat result was 2.3 mg/dl. For patient 20 the initial creatinine result was 8.5 mg/dl; the repeat result was 0.9 mg/dl. For patient 21 the initial creatinine result was 11.7 mg/dl; the repeat result was 1.2 mg/dl. Immediately after being alerted of the discrepancy by the physician the laboratory staff reviewed results and called the patient floors involved to alert them of possible erroneous results and that corrected reports were forthcoming. Corrected reports were issued for all patients involved. The customer stated that no patients were adversely affected by the event. The creatinine reagent lot number was 62854901. It was determined that the lot number involved had been calibrated and used on the analyzer in (B)(6) 2010 for a precision study. For the precision study, the zero standard setpoint, which controls the number of decimals places reported in the result, was set to 2 decimal places by roche personnel. The customer has set the analyzer to use 1 decimal place for the creatinine assay during routine operation. This reagent lot was recalibrated and acceptable quality control results were obtained before the questionable tests were repeated. When this lot number was reintroduced to the analyzer, the analyzer used the last available calibration, which was from august precision study. Since the number of decimal places used for the test had been changed since the calibration was performed all test results were now high by a factor of 10. Quality control samples were not tested before patient results were generated with this lot. Roche issued software bulletin (B)(6) on (B)(6) 2008. This bulletin warns users that, when decimal placement on the c501 analyzer is changed for a photometric test, it is important that the calibration factors be updated accordingly. To ensure this is properly done, roche recommends that the application be deleted and reinstalled. This software bulletin was not followed. The customer was provided education regarding proper product handling.